Event description:
During the pfa/af procedure, air aspirated from the agilis 13f sheath when the volt catheter was inserted. The agilis was replaced and the procedure was completed with no adverse consequences to the patient.